Manufacturer narrative:
Qn#(B)(4). The customer returned a single lumen cvc catheter and a box clamp assembly that was attached to the catheter. Visual inspection of the catheter, suture wing, clamp fastener and catheter clamp did not reveal any defects or abnormalities. The outer diameter of the catheter body was measured and was found to be within specification. The box clamp assembly was attached to the catheter body. The catheter body was then tugged while the box clamp was held stationary. The box clamp did not shift position on the catheter body and the catheter was not able to migrate. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit tells the user "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use triangular juncture hub with side wings as primary suture site. Use catheter clamp and fastener as a secondary suture site as necessary." The customer report of device migration was not confirmed through this investigation. The catheter met all dimensional specifications and the catheter clamp met all functional testing. However, the customer explicitly stated that the catheter was secured to the patient by suturing the catheter clamp 13cm from the tip and not at the juncture hub. The IFU provided with this kit instructs the user that the juncture hub should be the primary suture site. Because of this, intentional user error likely caused or contributed to this event. An in-service request has been initiated to inform the user of the correct procedure for securing the catheter.

Event description:
The customer reports: after the patient was transferred from the MRI exam room to the ward, a nurse found the insertion site was wet. The nurse checked the inserted catheter and found that it had moved about 11cm from the catheter clamp; the catheter, sutured tightly to the clamp at 13cm from the tip, moved to 2cm from the clamp. However, no harm to the patient occurred.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: after the patient was transferred from the MRI exam room to the ward, a nurse found the insertion site was wet. The nurse checked the inserted catheter and found that it had moved about 11cm from the catheter clamp; the catheter, sutured tightly to the clamp at 13cm from the tip, moved to 2cm from the clamp. However, no harm to the patient occurred.